Event description:
A review of the internal data for the generator indicated when the high impedance was initially detected on the m1000 generator. No further relevant information has been received to date.

Manufacturer narrative:
Voluntary medical device correction (remedial action) was initiated by the manufacturer on (B)(6) 2018 via physician notification letter.

Event description:
It was reported that high impedance was observed on a patient's model 1000 generator approximately 3 months after initial implant surgery. The patient's high impedance reading was just above the limit for normal impedance. The patient's generator had not yet been turned on when the high impedance was detected. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician's manual, high lead impedance (>/= 5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. Additional investigation is underway. No relevant surgical intervention has occurred to date. No further relevant information has been received to date.